Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer stated the pump fully depleted from 60% over night. Subsequently, the pump shut down. The customer's blood glucose (bg) level was impacted (271 mg/dl). The customer used insulin pens to address elevated bg level. Review of pump data by tandem technical support showed the pump battery was depleting quickly. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.